Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The dzus spring was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the vaporizer would not lock onto the back bar, however the dial still functioned during preuse checkout. The user decided to use the unit despite this. During the case it was discover the unit was under delivering anesthetic agent and the patient had a brief recall of the surgery. The patient did not require and psychological treatment as a result of this patient awareness.